Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient had been "having difficulty" charging her ins. The part of the rtm cord near the "donut" shaped end was "getting really hot" and patient was having difficulty establishing connection to charge her ins. It got really warm and wouldn't charge the implant. No patient symptoms were reported. No further complications were reported.